Event description:
It was reported that during an unspecified procedure, the copilot leaked at the seal. The patient's blood pressure dropped; however, the symptoms stabilized without treatment. A new copilot was used to complete the case. Final patient outcome was good. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Hypotension is potential procedural complication. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.